Event description:
"The patient had a posterior fusion in 2005, from co-c1-c2 and had some difficulty in swallowing to some extent until the implants were removed in 2006. The bone fusion was confirmed. The patient's condition is now improved. The surgeon stated that the patient had spondylolysis on c2 so it was unable to place screws on c2 thus the screws were placed on c1 however they might not have been in the right angle."